Manufacturer narrative:
The investigation of low pump flow, thrombus, vf/vt/af/at and has been completed. The returned complaint 5.5 device visually inspected. Biomaterial observed around impeller and purge gap. No broken blade or cannula kink observed. Pump flow confirmed after biomaterial removed. Biomaterial removed after resolved it in tergazyme, and pump connected to aic and run for 10 mins at p-9. Pump flow was within specified limits and no low pump flow reproduced. Pump support was ongoing for 2 months while patient on transplant list. The cause of the low pump flow issue was biomaterial ingestion. As the necessary information was not provided, the root cause of the thrombus was not determined. As the necessary information was not provided, the root cause of the vt/vf was not determined. A5 race was erroneously selected on the initial manufacturer device report number 1220648-2025-26998. B2 product problem was inadvertently not selected on the initial manufacturer device report number 1220648-2025-26998. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26998 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system: section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) while pending transplant. The patient experienced intermittent low pump flow, thrombus and ventricular tachycardia leading to replacement of the device. Approximately seven days after the start of impella mcs, low flows were reported intermittently on the pump. The patient was given hydralazine for high mean arterial pressure. Again, five and seven days later, the pump had low flows, and the patient was given volume. The patient continued support. Now 26 days later, biomaterial was noted near outflow and tissue plasma activator was added to the purge solution. Thereafter, 15 days later, the pump had more low flows with ventricular tachycardia which prompted, along with implant duration, the plan to change out the device two days later. The impella 5.5 device was explanted and replaced without incident. The patient would continue impella mcs while awaiting a heart transplant.